Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient's medical records that on: (B)(6) 2005: the patient presented with the following pre-operative diagnoses: status post multiple lumbar diskectomies. Left lateral recess stenosis. Left leg pain. Low back pain. Degenerative disk disease, lumbar spine. He underwent the following procedures: posterior decompression with re-exploration l4-5 and l5-s1. Fusion l3 through s1. Segmental instrumentation l3 through s1 with pedicle fixation. Transforaminal lumbar interbody fusion l3-4, l4-5, l5-s1. 5. Transforaminal lumbar interbody instrumentation with interbody device l3-4, l4-5 and l5-s1. Insertion of bone morphogenic protein (bmp) to the interbody fusion site. Right iliac crest bone graft harvest through a separate incision morselized. Local bone graft harvest. Per op notes, "the l5-s1 disc was addressed first and distraction applied with a temporary rod. The discectomy was then performed. When this was concluded, the interbody system was used to insert a cage. It was template ad a 7mm cage was inserted and impacted into place. Bmp was prepared during the process and one collagen sponge was rolled and placed into the posterior aspect of the disc space. Allograft bone was applied over the top of this area... The distraction rod was removed and moved to the l4-5 interspace. Again, a similar set of steps was carried out at this level to perform a discectomy and insert the cage, followed by the bmp and the autograft bone. The cage at this level was 8mm. The cage at the lower level was 7mm. A similar set of steps was again carried out at l3-4. A 9mm cage was felt to be appropriate at this level and was inserted." No patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.